Event description:
It was reported that the patient experienced a pop and pain in the anterior right upper chest with the use of the monarch device. The pain persisted therefore the patient was seen in the ER at a later time, and at that time a pneumothorax. Was noted. No medical intervention was noted to occur during the ER visit, the patient was instructed to allow the pneumothorax to self resolve and a follow-up x-ray was scheduled. The follow up x-ray showed increased size of pneumothorax, the patient was then hospitalized for two days for monitoring. The device was located at the patients home. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that the patient experienced a pop and pain in the anterior right upper chest with the use of the monarch device. The pain persisted therefore the patient was seen in the ER at a later time, and at that time a pneumothorax. Was noted. No medical intervention was noted to occur during the ER visit, the patient was instructed to allow the pneumothorax to self resolve and a follow-up x-ray was scheduled. The follow up x-ray showed increased size of pneumothorax, the patient was then hospitalized for two days for monitoring. The monarch airway clearance system is intended to provide airway clearance therapy and promote bronchial drainage where external manipulation of the thorax is the physician¿s choice of treatment. It is indicated for patients having difficulty with secretion clearance, or the presence of atelectasis caused by mucus plugging. The device IFU states, if conditions exist that prohibit use of the monarch airway clearance system, do not use the unit. Death or serious injury could occur. The device s/n (B)(4) was delivered to st. Paul engineering for analysis. There were no visual indications of damage to the device. The device had 10 instances of error 2032 in memory and had a flashing pendant, which is not abnormal for a monarch device with a serial number in this range. The device powered up normally and started a therapy session normally. The output specifications were verified using calibrated equipment. The device s/n (B)(4) passed all test specifications and operated as designed. A pneumothorax is also called a collapsed lung and is considered a serious injury. A pneumothorax can be caused by a blunt or penetrating chest injury, certain medical procedures, or damage from underlying lung disease. The main symptoms of a pneumothorax are sudden chest pain and shortness of breath. The development of secondary spontaneous pneumothoraces by definition, occurs in individuals with significant underlying lung disease and cannot be only attributed to the use of the monarch device. As in this case the patient is noted to have/had chronic pulmonary conditions including cystic fibrosis and multiple pneumothoraces in the past although the event is most likely related to a combination of the patient's underlying pathology, based on the information provided by the customer, it cannot be determined at this time if the monarch device, used for treatment, caused or contributed to the patient¿s serious event. Sudden pain was the initial symptom reported by the customer and is a main symptom of pneumothorax. There is no way to identify if this incident occurred prior to use or during the use of the device. Therefore this event is considered reportable. Based on this information, no further action is required.